Manufacturer narrative:
(B)(4). Physio-control advised the biomedical engineer that the device is no longer supported by physio; therefore neither service nor parts are available for the device. Physio recommended that the device be permanently removed from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the device he was evaluating was giving a constant "connect electrodes" message when connected to a defibrillator analyzer. The "connect electrodes" message indicates that the device is unable to detect that a patient load was connected. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.